Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. The broken piece was not returned. This instrument exhibits signs of significant use and wear. The device manufactured in 2008. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure surgeon brock a r3 screwdriver. The screw was fully seated when it broke. Backup available. No injuries or delays reported.